Event description:
The customer has reported via the (B)(4), that whilst using a trident acetabular cup introducer, threads from the introducer were allegedly shearing off when torque was applied. The customer has reported that shards of metal were allegedly found in the patients wound. Additional information: the surgeon removed shards and is satisfied that nothing showed up on post operative x rays. He did not have to add any time to surgery, and he was happy with the outcome. No other instruments were required to complete the procedure.

Manufacturer narrative:
An event regarding stripped threads involving a universal impactor/positioner was reported. The event was confirmed. It is not believed that patient factors contributed to the reported event. Method & results: device evaluation and results of the returned part had material damage to the threaded stud. The threads on the stud were deformed and fractured from the stud. The stud was likely not completely screwed into the shell during impaction. A mar concluded that no material or manufacturing defects were observed. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the reported thread damage on the impactor was confirmed. The exact root cause could not be determined as the returned part had material damage to the threaded stud. The threads on the stud were deformed and fractured from the stud. However the damage is consistent with usage of the device without fully threading the trial or shell to the impaction handle during impaction.

Event description:
The customer has reported via the niaic, that whilst using a trident acetabular cup introducer, threads from the introducer were allegedly shearing off when torque was applied. The customer has reported that shards of metal were allegedly found in the patients wound. Additional information: the surgeon removed shards and is satisfied that nothing showed up on post operative x-rays. He did not have to add any time to surgery, and he was happy with the outcome. No other instruments were required to complete the procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.